Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Additionally, the outer member was noted to be separated at the proximal balloon seal and follow-up information received from the account stated that no shaft leak or separation occurred during the procedure and that the shaft separation must have occurred post-procedure. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 3.0x18mm device was prepped prior to use without any issue or leak noted. The device was advanced to the target lesion; however, the device failed to inflate. Reportedly, there was no leak noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 3.0x18mm device was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Although the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA # listed in are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.